Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A computed tomography (CT) abdomen without contrast was performed and it revealed an infra renal inferior vena cava filter was seen. The tip was 1.2cm below the right renal vein. The tip of the filter contacts the anterior wall of the inferior vena cava. Approximately 15 degrees anterior tilting of the filter was seen. Left strut at the 3:00 position extends 7mm. The wall of the inferior vena cava filter and contacts the right aspect of the abdominal aorta. Several struts extend to the 5mm beyond the wall of the inferior vena cava inferiorly. The largest on the left at the 4:00 position extends 5mm beyond the wall of the inferior vena cava contacting the l3-l4 disc space. Therefore, the investigation is confirmed for the perforation of ivc filter. However, the investigation is unconfirmed for filter tilt as the medical record states ¿approximately 15 degrees anterior tilting of the filter¿.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava wall and into the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.